Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on a home choice (hc) during use during initial drain. The baxter technical service representative (tsr) explained the alarm and had the home patient (hp) cycle power twice to clear the alarm. The tsr explained that the hp will need to start over with new supplies and advised the hp to notify the registered nurse (rn) in the next 24 hours. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.